Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the elective replacement indicator (eri) message displayed for the ipg. It is unknown if the ipg depleted prematurely. In turn, surgical intervention may be pending to address the issue.

Manufacturer narrative:
B5.

Event description:
Based on parameters obtained, it was confirmed the end of life calculations exhibit what the patient is experiencing, confirming normal device characteristics. Decision is not reportable